Event description:
Per the clinic, the patient experienced swelling at the implant site in (B)(6) 2025 (specific date not reported). The episode occurred twice following a viral illness. The patient was treated with a seven-day course of oral antibiotics starting from the first outpatient presentation (specific date not reported). The swelling has since resolved. The implanted device remains.